Event description:
It was reported that there was leaking when flushing with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (1 of 2) leakage of products with maxzero when flushing with 3ml and 1ml syringes.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Additionally, ten retention samples are tested for leakage and for defects on molding for barrel, plunger rod and/or stopper affecting functionality or safety for the finished product, no defect observed, and results are compliant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10

Manufacturer narrative:
PMA / 510(k)#: k151766 (if manufactured in (B)(4)) k980987 (if manufactured in (B)(4)). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leaking when flushing with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (1 of 2). Leakage of products with maxzero when flushing with 3 ml and 1 ml syringes.